Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was implanted and noise was seen. It was noted that this patient had been shaking and cold. When the physician held their hands the signal noise cleared somewhat. The device is still in use. No patient complications have been reported as a result of this event.